Event description:
It was reported that during follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup mode. The device could not be restored due to battery depletion. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found a false eri trip that occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device reached normal end of service.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.